Manufacturer narrative:
Implant date: (B)(6) 2019. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -15.50/4.0/092 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) (B)(6) 2019. Lens rotation not associated to a low vault and refractive change overtime were observed. Lens remains implanted. Cause of the event is reported as device, "changed position and now off axis and poor unaided vision. " additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H3- device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found the haptic torn. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
B5- the reporter indicated that a 12.6mm, vticmo12.6, -15.50/4.0/092 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) (B)(6) 2019. Lens rotation not associated to a low vault, refractive change overtime and poor unaided vision were observed. Lens remains implanted and a lens exchange is planned. Th reporter marked the cause of the event as unknown and stated "basically vision and ticl position changed after 6/12 and now off axis and poor unaided vision." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted. Claim# (B)(4).

Manufacturer narrative:
B5- per updated cq: the reporter indicated that a 12.6mm, vticmo12.6, -15.50/+4.0/092 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) (B)(6) 2019. Low vault with rotation, refractive change overtime and poor unaided vision were observed. Lens was explanted in (B)(6) 2021 and replaced with a longer length lens with similar power (vticmo 13.2, -15.50/+4.0/095) on (B)(6) 2021. The problem was resolved and "vault has improved and patient is happy". Cause of events was reported as unknown. D6b- (B)(6) 2021. H6 device code: 1583 added; low vault with lens rotation reported. H6 device code: 1494: off label use- age<21 years old. Claim# (B)(4).